Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. This report is for one (1) unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw was stuck in a long-threaded drill sleeve. It was found out at the sterile processing department on (B)(6) 2018. There was no patient and procedure involved. This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).